Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device is part of the audio issue. The customer¿s blood glucose during the incident was 151 mg/dl. They also reported of sensor glucose and blood glucose discrepancies. Insulin was suspended due to sensor glucose value of 56. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. Device received with the sensor glucose and blood glucose in acceptable range. No anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. (B)(4).